Event description:
Implantation: 2008. Explanted: early 2009. Affiliate reported that the surgeon explained that the catheter tore off behind the umbilical entry positon.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.